Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening on radius, delamination of valve. Leak test and microscopic analysis was performed which identified: striated opening, delamination (<75% partial separation) and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool; a delamination partial of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.